Event description:
Reference number (B)(4). Event occurred in the united states. The patient reported that four-five abscesses from infusion set leading hospital due to high blood glucose. The abscesses cane from a staph infection from the infusion set sites. No further information available.